Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint device was returned and investigated by cayenne medical. Upon evaluation, complaint was not confirmed. The device was successfully deployed and there was no evidence of sutures on the catch needles, which shows that the sutures did not enter the catch needle. The root cause of this event is likely due to torqueing of the needles during deployment. DHR was reviewed and no discrepancies relevant to the reported event were found. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that device malfunctioned during surgery and caused damage to the patient tissue. Unknown time of surgical delay was also reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that device malfunctioned during surgery and caused damage to the patient tissue. Unknown time of surgical delay was also reported.